Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 443 mg/dl. Customer¿s other relevant blood glucose level was 446 mg/dl. Customer treated with manual injection for high blood glucose. Customer declined troubleshooting for high blood glucose. Customer also reported that the insulin pump had no delivery alarm. The customer was advised to contact her doctor immediately or go to the hospital if blood glucose continues to rise. The insulin pump will not be returned for analysis.